Manufacturer narrative:
E1: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusions set tap not sticking event on 22-may-2024. Infusion set has been used for 3 days. Infusion set leakage led to infusion set came off event. There was stress or pull on the infusion set tubing. No further information available.